Event description:
Report received from abbott international affiliate (abbott australia) of a pump slipping down a pole attached to a wheelchair. It was initially reported that there was no known damage to any persons or property. Subsequent info from an article in a local newspaper in australia reports that a family has filed a law suit against a hosp in australia for a reported death because a pt was "struck on the head by a drip machine". According to the newspaper article, the cause of death was listed as "narrowing of the coronary arteries, mild broncho-pneumonia with chronic bronchitis and emphysema". According to the newspaper article, there was a note from the coroner on the bottom of the death certificate which read: "I find nothing in my examination to confirm that pt was struck by a falling object or that, if pt was, it played any part in pt's death." Though attempts have been made to obtain more concrete info from other sources, no further info is available.

Event description:
Add'l info was rec'd from abbott int'l affiliate (abbott australia). The info was provided by the australian division of workplace health and safty, under the freedom of information act, 1992. The hospital incident report stated the following: the client was in the process of being transferred via wheelchair back to the ward, after having a medical imaging investigation. An IV pump was in use on the pt. The client was sitting in the wheelchair waiting for the lifts to open. Suddenly, the pump became loose on the pole, slipped down the pole and hit the client on ths side of the head, the pump also impacted the porterage officer of the wrist. The client was taken back to the ward and assisted back to bed.